Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it was taking them longer to charge the controller and the controller battery would deplete overnight, issue started about 3 months ago. Patient(pt) also said the recharger got really hot, pt stated issue started long time ago, longer than when controller issue started. The issue was not resolved. A request was sent to the repair department to replace the controller and recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) product type recharger analysis of the [recharger], model [97755-s], s/n (B)(6) found complaint unverified - found no issues with rtm finding ins. Worn cord. This does not impact the functionality of the recharger. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.